Event description:
It was reported that patient had a revision surgery performed to remove stem.

Manufacturer narrative:
According to additional information received, this report shows and update of the information provided and corrections are being submitted in this follow-up report.

Event description:
It was reported that patient had a revision surgery performed.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this event was already reported under 1020279-2015-00693, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no information to date has been received from legal. Upon receipt of clinically relevant documents, this case will be re-assessed. No further clinical/medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.